Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they recently recovered from peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2021. No signs or symptoms were confirmed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and oral ciprofloxacin (dose, frequency, and duration unknown). The pd effluent culture was negative for growth; however, resulted with an increased white cell count of 150 (unknown units). The patient did not require hospitalization for this event. The patient continued pd therapy on the liberty select cycler during recovery. The cause of the peritonitis episode was not determined. No additional information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler, cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there was no allegation of a device malfunction or deficiency or cycler set defect reported for this event. All patients are at risk of infection during dialysis due to a compromised immune system and dialysis techniques increasing the potential for microbial contamination. Without a positive culture growth, it is not possible to determine the etiology of the peritonitis; however, it is documented that most cases of pd related peritonitis are the result of touch contamination or a breach in the sterile technique where the patient or the patient contact inadvertently touch the connections to the pd catheter. Based on the limited information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report they recently recovered from peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The patient was seen at the pd clinic on (B)(6) 2021. No signs or symptoms were confirmed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin and oral ciprofloxacin (dose, frequency, and duration unknown). The pd effluent culture was negative for growth; however, resulted with an increased white cell count of 150 (unknown units). The patient did not require hospitalization for this event. The patient continued pd therapy on the liberty select cycler during recovery. The cause of the peritonitis episode was not determined. No additional information was available.